Event description:
Other serious/important medical: abdominal pain. I regularly used the kotex by u sleek tampons. I had a vaginal ultrasound due to pain my left ovary. Did the problem stop after the person reduced the dose or stopped taking or using the product? No; did the problem return if the person started taking or using the product again? Yes. Frequency: as needed; how was it taken or used: vaginal; date the person first started taking or using the product:(B)(6) 2017; date the person stopped taking or using the product: (B)(6) 2018; why was the person using the product? Monthly hygiene feminine product.